Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and device information.

Event description:
It was reported that patient received "replace generator soon" message. No other information known at this time.

Manufacturer narrative:
H1 - type of reportable event field was selected in this follow-up report by mistake. The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue attributed to normal battery eri/eol.